Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported by the user facility: "for transfer from operating room to intensive care unit, the ventilator was used on the patient after passing the self-test (mode ippv: f 12 / min, vt 450 ml, max 30 cmh2o). With the same device and the same setting, the patient has already been ventilated during the transport to the operating room without any deviations. The set respiration rate was underrun during the return transport and the set tidal volume was significantly exceeded, and the set pressure limit was exceeded. A limitation regarding the set limit did not take place. As a result, the patient developed a distinctive hypotension and bradycardia. The patient was then treated with another ventilator and the device is checked by dräger."

Manufacturer narrative:
The device was analyzed by the manufacturer. During the investigation, a failure of the I:e valve could be observed. The valve is responsible for changing between inspiration and expiration. Due to the malfunction of the component, the pressure limit set by the user was exceeded because the valve did not switch between inspiration and expiration. This condition is alarmed by a visual and audible alarm and the message "paw high". In order to prevent the patient from high pressures (for example in the case of an error), the safety valve of the device would open if a pressure limit of 70 mbar was reached or exceeded. The device behaved as specified for the error condition. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.